Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
The patient presented to the clinic with an alert for hv lead impedance out of range. The physician reprogrammed to rv to can and the svc was turned off. The lead remains implanted.